Event description:
A 28mm diameter x 16mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. It was reported that the distal right common iliac artery was aneurysmal and that led to continued expansion resulting in an endoleak. In 2004 a 24mm x 3.75cm aortic cuff was successfully implanted. Completion arteriogram showed no evidence of an endoleak. No clinical sequelae were reported, and the pt was sent to the recovery room in stable condition.